Event description:
It was reported that the case went from a uni to a tka. At beginning of case, hip center kept reading an error. We tried numerous times and finally were able to move forward. Went though planning and the surgeon was very active in telling where he wants things, so we moved forward with what he wanted. When we were burring he was saying he had the bur in the middle of the condyle and the screen was showing off the most lateral point. The burring was off and not right so we switched to manual tka. Per investigation, if bur was showing on a different location on the system than where it actually was on the bone, it indicates that either the femur, itiba or handpiece tracker had moved.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment. Log files and case screenshots were returned for evaluation. DHR review found that the software version 6.0.01 has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint. We could confirm there was a relationship established between the reported event and the device. Review of the log files and case screenshots confirmed that the bur was showing in a different location on the system than where it actually was on the bone. It indicated that either the femur, tibia, or handpiece tracker had moved. If the surgeon was following the system, they could have cut more bone than intended for a ukr.